Manufacturer narrative:
Device evaluated and repaired in the field on november 17, 2017: the reported error 611 could not be reproduced. A review of the error log found multiple occurrence of error 611, chiller process fault. The chiller was inspected for loose wires, connectors were re-seated and the heat exchanger was cleaned. The laser was tested and verified to function according to manufacturer's specifications.

Event description:
It was reported that during a bph surgical procedure "errors 611, 831 and 302.13" were noted. The procedure was canceled. No harm to the patient reported.